Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient lost a significant amount of weight and was having pain at the ipg site. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.